Event description:
Boston scientific (crm) rec'd information that this lead was explanted. Insulation breaks or tears were observed in the lead. No additional information is available at this time. Should additional information become available, this event will be updated.